Event description:
It was reported that the customer found holes in a sterile drape during use. Two units esd340, were affected. No patient injuries, infections, or complications were reported.

Manufacturer narrative:
The manufacturer received a complaint indicating that holes were observed in a sterile drape (esd340, lot: 4415la0600) during use. No patient injury or equipment damage was reported. An investigation was conducted, including review of device history records, manufacturing processes, and available complaint information. The review confirmed that the lot was manufactured in accordance with established specifications and no related nonconformance's were identified during production or inspection activities. No samples, images, or videos were provided for evaluation, and the reported issue could not be replicated under controlled conditions. As a result, the presence of a device malfunction could not be confirmed through objective evidence. Based on the available information, the investigation did not identify a definitive root cause.